Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient had been hospitalized with hypoglycemia on an unspecified date. The patient's blood glucose levels declined to 30 mg/dl while wearing the pod between 4 and 24 hours on the arm. The patient lost consciousness, an ambulance was called, the patient was taken to the emergency room and eventually hospitalised. The patient was treated with intravenous dextrose and intravenous fluids. The patient was discharged two days later, on an unspecified date.